Event description:
When using the mesh with the echo positioning system, the yellow plastic anchor fell off of the blue tubing inside of the patient (it fell off after the tubing was cut). The surgical team checked the abdomen extensively with the laparoscope and checked the trocars, including checking under the rubber gasket of the 11mm optiview trocar that was used with the mesh system. Radiology was called and a flat plate was taken of a second piece of the same mesh/positioning system. The piece was not radiopaque and did not have a marker, so the surgeon opted to not x-ray that patient's abdomen. The second piece was taken by the surgeon to show the patient's family.